Event description:
Clinic notes dated (B)(6) 2014 note apnea in the problem list. The patient's treating neurologist reported that there are no reports of apnea in the patient's chart and that has never been mentioned to him. Attempts to obtain additional relevant information, have been unsuccessful to date.